Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during robotic-assisted radical prostatectomy, the user loaded first clip into the jaws of applier and inserted the applier into the patient's abdominal through trocar. After insertion, the user confirmed again that the clip was properly loaded into the jaws then he/she ligated deferent duct with the clip but at that time he/she noticed that the tip part of the clip was broken and the broken part hopped out of the jaws. The user tried to ligate the deferent duct using second clip, in the same manner as first clip ligation; but the same issue recurred. The third clip was successfully loaded into the applier and the user was able to ligate the deferent duct. However, the broken parts of first and second clips were fell inside the patient and some were already removed but others are still remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint is being voided due to there were two clip failures from the same cartridge. Reference: MDR file# 3003898360-2018-00197. Please make a note of the voided complaint for your files.

Event description:
It was reported that during robotic-assisted radical prostatectomy, the user loaded first clip into the jaws of applier and inserted the applier into the patient's abdominal through trocar. After insertion, the user confirmed again that the clip was properly loaded into the jaws then he/she ligated deferent duct with the clip but at that time he/she noticed that the tip part of the clip was broken and the broken part hopped out of the jaws. The user tried to ligate the deferent duct using second clip, in the same manner as first clip ligation; but the same issue recurred. The third clip was successfully loaded into the applier and the user was able to ligate the deferent duct. However, the broken parts of first and second clips were fell inside the patient and some were already removed but others are still remained in the patient.